Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the implantable cardioverter defibrillator exhibited episodes of pacemaker mediated tachycardia and non-reentrant ventriculoatrial synchronized rhythm. Review of the episodes indicated that atrial fibrillation was triggered as a result. Programming changes were made. The patient was stable post event.